Manufacturer narrative:
Qc was within specifications prior to and on the day of the event. A system check performed in 2007 met specifications. The customer performed precision testing with good results: however, day and time was not specified. The sample was collected into a greiner tube with gel and centrifuged at 2,000 g for 5 minutes. The specimen was sampled from the primary tube initially and when repeated. The sample was not re-centrifuged before repeat analysis. Per customer's data, the tube was a full draw with no lipemia or hemolysis. A field service engineer (fse) was dispatched to the customer's lab on 10/09/2007: a) the fse performed instrument verification per work instruction protocol and conducted a minor preventive maintenance (pm). B) customer performed qc and re-ran all accu tni samples from the last 3 days and results correlated well, except for this patient. C) customer is running the instrument and is satisfied with the performance. 7) a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc., (bci), regarding an erroneously troponin (accu tni) result that was generated by the unicel dxl 800 access immunoassay system. A patient sample was tested for accu tni and a result of 0.74ng/ml was obtained. It is unclear if the result was reported out of the lab. The original sample was re-tested, and the repeated results were: 0.03ng/ml and 2 results of 0.04ng/ml. The customer did not receive any report of patient injury or death attributed or connected with this event.